Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and observed that the device would not detect the lid being opened. The customer will be provided with a replacement device. The device was retained by stryker. Stryker will further evaluate the customer¿s device at the product assessment center (pac). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that their device would not detect the lid being opened. As a result, the device may not automatically power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that their device would not detect the lid being opened. As a result, the device may not automatically power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned to stryker product analysis center (pac) maastricht for further investigation, where the reported issue was verified. The root cause of the reported issue was determined to be isolated to the reed switch, sw5. The customer received a replacement device. The device was archived by stryker maastricht.